Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An 8f angio-seal vip device did not work correctly. Manual compression was applied to achieve hemostasis. Vessel occlusion occurred and a peripheral stent was placed. Clinical study name: (B)(6) study. Patient ID: (B)(6).